Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result may be available, that changes this assessment. An amended report will be submitted. (B)(4).

Event description:
Legal claim was raised. It was reported that the patient was implanted unknown mom products on unknown date. The patient was revised due to infection and a pseudo tumor was also found. No more information was received.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a patient underwent a revision surgery of the right hip on an unknown date due to infection where they also found a pseudo tumor. Review of product documentation: sterilization certificates of mmc cup, metasul ldh head adapter, cls spotorno stem and metasul ldh head were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Root cause analysis: septic loosening due to infection through contaminated implant => not possible: sterilization certificates of mmc cup, metasul ldh head adapter, cls spotorno stem and metasul ldh head were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Loss of sterile barrier due to surgical gloves of operating surgeon / or staff could be cut by sharp elements: possible: handling of the devices are not under control of zimmer biomet. Conclusion summary: no medical data such as x-rays, surgical notes or any other case-relevant documents received for the investigation of the case. Manufacturing quality record of the products show that released components met all the requirements to perform as intended. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on july 26, 2016. Should additional information become available and an investigation result may be available, that changes this assessment, an amended report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was now reported that the patient was implanted a zimmer mmc cup, uncemented, 58 mm/50 mm, code p on the right side on unknown date. The patient was revised due to infection and during the revision a pseudotumor was also found. This is a bilateral patient, the left side is treated in (B)(4) (MFR 0009613350-2016-01128). It was mentioned that a revision surgery was performed in 2013, but with the available information it is unknown if the revision was for the right or the left side. The revision date was entered as unknown.